Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer full height cubie pocket was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer cubie was failed. A field service engineer (fse) replaced latch, position sensors and latch inseparable. Fse test and able to recover failed drawer. The system functioned as intended after the field service engineer repaired the device.